Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the pressure transducer printed circuit board (pcb) and nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).